Event description:
In an abstract titled "x-stop effectively treats neurogenic claudication caused by lumbar spondylolisthesis", the following was reported: one hundred and fifty patients with low grade degenerative spondylolisthesis were implanted with x-stop ipd with 1 year follow-up. Nine patients had revision surgery. No additional information was reported.

Manufacturer narrative:
Article titled "x-stop effectively treats neurogenic claudication caused by lumbar spondylolisthesis", by rayshad oshtory, md, mba, james zucherman, md, mph. Method: device not returned; followed up with author.